Event description:
It was reported that 1 bd safetyglide¿ needle each from lots 2003405, 2003406, and 1340735 had black foreign matter in their hubs. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "there is black debree in the hub of the needle upon opening the package".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2003405. Medical device expiration date: 31-dec-2026. Device manufacture date: 03-jan-2022. Medical device lot #: 2003406. Medical device expiration date: 31-dec-2026 device manufacture date: 03-jan-2022.. Medical device lot #: 1340735. Medical device expiration date: 30-nov-2026. Device manufacture date: 06-dec-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 31-oct-2022 h6: investigation summary it was reported had black foreign matter in their hubs. To aid in the investigation, fifteen samples were provided to our quality team for investigation. A visual inspection was performed and no defects or imperfections were observed. A device history record review was completed for provided lot numbers 2003405, 2003406 and 1340735. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. The investigation was not able to confirm thedefect.

Event description:
It was reported that 1 bd safetyglide¿ needle each from lots 2003405, 2003406, and 1340735 had black foreign matter in their hubs. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "there is black debree in the hub of the needle upon opening the package"